Event description:
During a laparoscopic colon resection procedure, it appeared that the staples did not form. The device cut through tissue, but the staples did not form when fired. There was no patient consequence.